Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ italy. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Instruction for use has been reviewed and states that the expiration date is printed on the label. Do not use implants after the expiration date. This device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event is not related to medical condition. Review of medical record is not applicable. The root cause of the reported issue is attributed to a user error (expired product implanted). A communication to the customer has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that expired product has been implanted. Patient outcome unknown. Attempts have been made and no further information has been provided.